Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/pain") and thrombocytopenia ("thrombocytopenia") in a 36-year-old female patient who had essure (batch no. 871577) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included morbid obesity, postpartum depression, diabetes, polycythemia and thrombocytopenia. Concomitant products included citalopram hydrobromide (celexa), escitalopram oxalate (lexapro), insulin glargine (lantus), metformin and thomapyrin n (excedrin migraine). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, 3 days after insertion of essure, the patient experienced rash ("rashes or skin conditions type: rashes") and allergy to metals ("nickel allergy"). In (B)(6) 2011, the patient experienced menorrhagia ("excessive and abnormal bleeding during menstruation/ menorrhagia"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and disturbance in attention ("neurological conditions or problems type: memory and concentration"). In (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and alopecia ("hair loss"). In (B)(6) 2012, the patient experienced migraine ("migraines"). In (B)(6) 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2012, the patient experienced fatigue ("fatigue"). In (B)(6) 2012, the patient experienced nausea ("nausea"). In june 2012, the patient experienced weight increased ("weight gain"). In (B)(6) 2012, the patient experienced thrombocytopenia (seriousness criterion medically significant). In (B)(6) 2015, the patient experienced abdominal pain lower ("lower abdomen pain"). In (B)(6) 2015, the patient experienced endometriosis ("reproductive system disorder or condition type of disorder or condition: endometriosis"). On (B)(6) 2015, the patient experienced uterine leiomyoma ("tumor / teratoma / cancer type: fibroid"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), headache ("headaches") and polycythaemia ("blood or heart disorder/condition type: polycythemia"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, thrombocytopenia, menorrhagia, rash, headache, endometriosis, polycythaemia, nausea, disturbance in attention, uterine leiomyoma and alopecia outcome was unknown and the migraine, allergy to metals, dysmenorrhoea, dyspareunia, fatigue, weight increased and abdominal pain lower had resolved. The reporter considered abdominal pain lower, allergy to metals, alopecia, disturbance in attention, dysmenorrhoea, dyspareunia, endometriosis, fatigue, headache, menorrhagia, migraine, nausea, pelvic pain, polycythaemia, rash, thrombocytopenia, uterine leiomyoma, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy of date of insertion- (B)(6) 2010 00:00. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 40.4 kg/sqm. Hysterosalpingogram - in (B)(6) 2012: total bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs and medical record received: reporter information, patient details, other relevant history, product information, concomitant drugs and events- abnormal bleeding (vaginal), rashes or skin conditions type: rashes, migraines, headaches, reproductive system disorder or condition type of disorder or condition: endometriosis, blood or heart disorder/condition type: polycythemia; thrombocytopenia, nausea, neurological conditions or problems type: memory and concentration, nickel allergy, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), tumor / teratoma / cancer type: fibroid, fatigue, weight gain, hair loss were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menorrhagia ("excessive and abnormal bleeding during menstruation"). The patient was treated with surgery (hysterectomy). Essure was removed in (B)(6) 2015. At the time of the report, the pelvic pain and menorrhagia outcome was unknown. The reporter considered menorrhagia and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.